Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(6). The cardiologist stated that the pump was not returned because the issue was due to the driveline fracture and not the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient never connected to the modified power module patient cable that was issued to him. The patient continued to be supported on batteries and started to become short of breath. The patient underwent a pump exchange on (B)(6) 2015. Information was also received from the intermacs registry stating: internal driveline fracture. Information also included: patient outcome: exchange. Device malfunction: yes. Device malfunction causative factor: patient accident, patient non-compliance.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine follow up appointment, while the white power lead was connected to a power module and the black power lead was connected to two fully charged batteries, the patient¿s pump stopped. The system controller provided an audible and visual red heart alarm at the time of the event. The patient¿s system controller was quickly exchanged and the patient remained in stable condition; there was no reported adverse patient impact. Upon device interrogation, a low speed operation was noted with a drop in speed to 3,000 rpm. It was reported that the patient has a long standing history of using only battery power, including while sleeping. The manufacturer¿s technical services review of the provided log file confirmed the reported event. It was also noted that such events may be linked to a compromised wire in the percutaneous lead. A percutaneous lead repair was performed on (B)(6) 2015. It was reported that after 5 minutes of being connected to a power module with a grounded patient cable, the pump alarmed and showed a pump stoppage. An ungrounded power module patient cable was provided to the patient. No further information was provided.

Manufacturer narrative:
The report of low speed/flow alarms and pump stop events was confirmed based on the submitted log files; however, a specific cause for the alarms could not be conclusively determined. The log file captured low speed/flow hazards and pump stop events while the patient was supported by the power module. Based on the manufacturer's complaint history and similar reported events, the events captured in the log file are consistent with a compromised wire in the percutaneous lead. However, a specific cause for the events in the log file and a correlation to the evaluation of the returned portion of lead could not be determined. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The patient remains ongoing on lvad support with a modified power module patient cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 1 month. The patient remains ongoing with the device. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.